Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 6800 system would not boot up. No pt injury was reported.